Event description:
Per the clinic, the electrode array was partially inserted since initial implantation, resulting in the patient receiving little to no benefit from the device. Reprogramming attempts were made; however, the issue could not be resolved. The patient also experienced extrusion of the receiver/stimulator (specific date not reported). Subsequently, the device was explanted on (B)(6) 2026, and there are no plans to reimplant the patient with a new device as of the date of this report.